Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unusable battery in battery slot #2 and no backup battery was detected. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) contact the customer by phone. The device displayed a battery failure message when connected to ac power, and the message disappeared after a period of use. The customer reported that the device had not been charged for a long time before use, and it can be used normally when connected to ac power. The battery failure message appeared because the customer had not charged for a long time, which did not affect the normal use of the device.